Event description:
Consumer reports needle broke off in their stomach just before christmas. Consumer is just reporting it now. Consumer was on the operating table for 2 1/2 hours of surgery to remove the needle, however, it was unsuccessful. Does not reuse their syringes.